Manufacturer narrative:
(B)(4). Date sent: 1/28/2026. B3: event year only reported: 2025. D4 batch #: a98x93. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the outer distal tube detached and it was returned. Additionally, the closure pin for the jaws was missing and not returned. Due to the condition of the device returned not all functional testing could be performed. Additionally, a photo was provided and they showed the condition of the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot/batch a98x93, and no non-conformances were identified.

Event description:
It was reported that a piece near the articulation joint came off inside the patient during the procedure. They retrieved the broken piece. This was a bariatric revision sleeve to bypass. No adverse impact patient/user.